Manufacturer narrative:
A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received on (B)(6) 2018, indicates the patient identifier, age and gender.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician attempted to implant the right atrial lead in multiple locations. After the fourth attempt, it was noted that the lead had noise, high impedance, and high capture threshold. The lead was replaced and the patient was stable.